Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. The patient was on dilaudid for "8mg once a day". It was reported that the patient kept hearing beeping on the nights before hospitalization. The patient would went out for a walk and kept hearing the beeping for about 3 mins every or every other night. The patient never thought it was pump alarm and she thought it might be fire alarm. The patient was in the hospital for numbness all over neck, face, legs, feet, back, and for water retention that started a few months prior to the time of the report. The patient had her bladder tacked up which had been confirmed to started prior to pump implant. The patient reported that "when I finally urinated, they said it was so concentrated because I drink water all day long". The patient also reported a lot of issue including "swelling around ankles, bruising, blood vessels, capillaries." Patient's situation was being addressed by the healthcare provider (hcp). No further complication was reported.